Manufacturer narrative:
Summary of investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. No continuity between the outer and the inner coil was spotted. Polarization testing is within the specification. Although many positions were tested no loss of capture or high intermittency between the conductors was detected during the measurement. No dislodgement or contact between the wires and no damages spotted on the screw mechanism that could be related to the reported event. All other electrical, mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process. It should be noted that the reported event may be attributable to external factors that are independent of the lead characteristics, such as physician technique or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during an implantation attempt, the vega r58 lead was used tried to be implanted on the ventricle. When the physician finds the right position in ventricular, in the septum, he connect the lead with the psa analyzer medtronic and find a good sensing (12 mv), a good impedance (600 ohm) but no capture (he tried both in unipolar/bipolar with a high output: 5v of amplitude but without success). They tried also to change the psa cable in order to test the ventricular lead. So he decided to use another, new vega r58 lead. The implant was successfully completed. Good parameters were obtained (good sensing, impedance and ventricular capture).

Event description:
Reportedly, during an implantation attempt, the vega r58 lead was used tried to be implanted on the ventricle. When the physician find the right position in ventricular, in the septum, he connect the lead with the psa analyzer medtronic and find a good sensing (12 mv), a good impedance (600 ohm) but no capture (he tried both in unipolar/bipolar with a high output: 5v of amplitude but without success). They tried also to change the psa cable in order to test the ventricular lead. So he decided to use another, new vega r58 lead. The implant was successfully completed. Good parameters were obtained (good sensing, impedance and ventricular capture).